Event description:
It was reported that the catheter and guidewire kinked during insertion. The catheter and guidewire were removed and a new kit was used without further difficulty. There were no reported patient complications.

Event description:
It was reported that the catheter and guidewire kinked during insertion. The catheter and guidewire were removed and a new kit was used without further difficulty. There were no reported patient complications.